Manufacturer narrative:
B2 outcomes attrib to adv event: corrected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, when antithrombotic therapy was resumed one week after a water vapor therapy surgery with rezum, bleeding from the prostate did not stop, so transurethral coagulation (tuc) was performed to stop the bleeding. Thereafter, when antithrombotic therapy was resumed again, bleeding occurred again, the patient suffered cardiac arrest and was resuscitated. Since the bleeding did not subside, holmium laser enucleation of the prostate (holep) was performed and it stopped the bleeding. When the bleeding stopped the patient was stable. The reason for the cardiac arrest was a hemorrhagic shock.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, when antithrombotic therapy was resumed one week after a water vapor therapy surgery with rezum, bleeding from the prostate did not stop, so transurethral coagulation (tuc) was performed to stop the bleeding. Thereafter, when antithrombotic therapy was resumed again, bleeding occurred again, the patient suffered cardiac arrest and was resuscitated. Since the bleeding did not subside, holmium laser enucleation of the prostate (holep) was performed and it stopped the bleeding. When the bleeding stopped the patient was stable. The reason for the cardiac arrest is unknown.